Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as 5 ml of green fluid. The leak was not contained and the customer indicated that the source of the leak could be an overflow from the rinse block. The operator was wearing personal protective equipment of gloves and lab coat at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the reported problem and found a loose rinse block. The rinse block was replaced, resolving the leak. Identification of failure modes: the failure mode is related to the rinse block which needed replacement. No erroneous results were generated in connection with the reported event. The failure mode identified is likely to cause erroneous cbc (complete blood count) /differential, reticulocyte parameters in secondary mode, due to carryover because of the manual aspiration probe not being appropriately rinsed between samples. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).